Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the haptics of the iol were torn off. The planned operation was completed by explantation of the damaged iol. The current condition of the patient was aphakia and the patient was not harmed. Additional information was received and stated that repeated operation was performed, the operation was successful.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The complainant indicates the use of non-company viscoelastic and non-company injector which are not qualified for use with the associated iol (intra ocular lens) model. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).